Event description:
A malfunction was reported by the caller, indicating an issue with the pump, identified as malfunction code 16. There was no confirmation regarding any adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on how to store the pump and return it using a pre-paid label. Additionally, the customer was advised to contact their healthcare provider for backup insulin therapy.